Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that in the transitional care unit of the oncology pavilion, the device had check IV set alarm when powering on the pcu with no IV set loaded. The device was troubleshooted by reseating the lvp, open and closing the lvp door, and/or recycling power to the system to attempt to clear the check IV failure. If that does not work, the lvp is replaced with a new module. There was patient involvement but no harm.

Manufacturer narrative:
Additional information: imdrf annex a, g codes.

Event description:
It was reported that in the transitional care unit of the oncology pavilion, the device had check IV set alarm when powering on the pcu with no IV set loaded. The device was troubleshooted by reseating the lvp, open and closing the lvp door, and/or recycling power to the system to attempt to clear the check IV failure. If that does not work, the lvp is replaced with a new module. There was patient involvement but no harm.